Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Other companies¿products were used during this study: a 15 fr outer diameter (12 fr inner diameter) flexcath advance steerable sheath (medtronic). An arctic front, double-lumen cryoballoon catheter (medtronic), a femostop device (radi medical systems) (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 2 patients underwent radiofrequency catheter ablation for symptomatic atrial fibrillation and developed femoral arteriovenous fistula that closed spontaneously. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿feasibility and safety of temporary subcutaneous venous figure-of-eight suture to achieve haemostasis after ablation of atrial fibrillation.¿ the purpose of this study was to assess the feasibility and safety of venous figure-of-eight suture to achieve haemostasis after atrial fibrillation (af) ablation. The study was conducted from february 2012 to september 2013. The 124 patients were enrolled in this study. Suspected device is standard irrigated ablation catheter (thermocool), however catalog and lot number are unknown. Other companies¿products were used during this study: a 15 fr outer diameter (12 fr inner diameter) flexcath advance steerable sheath (medtronic). An arctic front, double-lumen cryoballoon catheter (medtronic), a femostop device (radi medical systems)